Event description:
Dexcom g7 is crap. I have had numerous sensor failures in the last 6-7 months. I insert a new sensor and it either won't load at all or when it's removed, the needle is missing. I have not gone to the doc yet to see if the needle is still in my arm. These are supposed to last 10 days, but that doesn't always happen either. They fail for no apparent reason. The call center is an absolute joke!!! You can tell it is in a foreign country because the english is so bad you can't understand a word. They read from a script and all they know how to say is "I'm sorry". They don't or wont answer the question asked or address the individual issue! These are supposed to be devices to control blood sugar, yet the actual readings cary considerably from a finger stick so you can't count on accuracy. This could be deadly. I have to recalibrate mine on a daily basis and this should not happen- ever. I absolutely cannot understand how or why the "big wigs" at dexcom still have their jobs because they just plain don't give a "profanity" about us. Please do something now.